Manufacturer narrative:
Batch review performed on 07 february 2020: lot 104008: (B)(4) items manufactured and released on 28-jan-2010. Expiration date: 2015-12-31. No anomalies found related to the problem. (B)(4) item resterilized and released on 25-jul-2016. Expiration date: 2021-07-03. No anomalies found related to the problem. (B)(4) item resterilized and released on 26-sep-2016. Expiration date: 2021-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Aseptic loosening more than 9 years from the primary surgery. Stem, head and liner successfully revised.